Event description:
It was reported that technical services (ts) was contacted with concerns regarding this implantable cardioverter defibrillator (ICD) exhibiting t-wave oversensing. Upon review of the available data, no oversensing was observed on the provided electrogram (egm); however, ventricular undersensing and pacing when not required was observed. The ventricular undersensing was attributed to the atrial pacing blanking period along with the patient intrinsic morphology. Ts indicated that due to the patient morphology reprogramming options were limited. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.